Manufacturer narrative:
Examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Yesterday evening I came across a product complaint from (B)(6) hospital. As per surgeon, a patient came back to him with acetabular poly liner wear complaint 3 year post thr. Surgeon has informed me that patient was operated by him 3 year ago and has done thr with corail pinnacle metal on poly (36mm head). Patient profile: as per surgeon, patient was admitted on (B)(6) 2014 with comminuted fracture head of femur, uncemented thr was done on (B)(6) 2014. Update may, 23, 2017: medical records have been reviewed. Medical record indicates patient reported a scratching sound, which increased with activity, from his left hip on (B)(6) 2017. Radiographic exam showed proximal migration of the head within the acetabular shell and signs of superior wear out of the liner. Revision of total hip arthroplasty occurred on (B)(6) 2017. Surgeon noted during operation that there was extensive metallosis, with black colored fluid. Poly liner was elliptical in shape, worn out superiorly, and has disengaged from the shell. Poly liner was replaced; original shell was left intact. Metallic head was revised with a ceramic head. Updated jun 22, 2017.